Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence, rectocele and dysfunctional uterine bleeding. It was reported that the patient had the concurrent procedure of a hysterectomy performed during mesh implantation. It was reported that post implantation, patient experienced infection and pain. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.